Manufacturer narrative:
Evaluation: results, conclusion: (excessive glue on the middle member). Evaluation summary: the delivery system was returned and its evaluation has been completed. In the returned goods lab, the slider was rotated and the deployment mechanism operated as expected retracting the handle and the graft cover all the way back. The quick disconnect button was released and when it was retracted, resistance was noted. The resistance was overcome with force and allowed the quick disconnect button to retract all the way back without further resistance. The tapered tip retracted into the graft cover. Excess cured glue that had not been adequately wiped off was evident on middle member adjacent to glue port and was determined to be the cause of the difficulty with retracting the tapered tip into the graft cover.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and there was a large stenosis in the iliac artery. It was reported that the stent graft was successfully deployed and as the tapered tip was being retracted into the graft cover for removal of the delivery system from the patient, it retracted half way into the graft cover and stopped. The delivery system was successfully retracted past the stenosis by applying external pressure on the abdomen followed by rewinding the gray handle to retract the remainder of the exposed tapered tip into the graft cover. No clinical sequelae were reported and the patient is fine.